Event description:
It was reported to nova biomedical that a consumer received a result of 11.2 mmol/dl (201 mg/dl) on their blood glucose meter. The consumer immediately performed two add'l tests using the same meter and strips getting the following results of 8.2 mmol/dl (148 mg/dl) and 6.8 mmol/dl (122 mg/dl). The consumer alleges having control tested her test strips when they were opened and at the test strips control solution fell into range. The difference in the readings was determined to be clinically significant. The meter and test strips will be returned for eval.

Manufacturer narrative:
Expiration date of reported test strips: (B)(4), 06/2015. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.